Event description:
Pt complained of burning sensation at the venous return at the beginning of treatment. Pt also stated they felt like they were going blind. Pt care people thought it was a renalin reaction so treatment was immediately stopped. Symptoms went away as soon as treatment was stopped. Staff reported the dialyzer showed blood to be darker on one end than on the other. Pt was reinitiated on a dry pack dialyzer and treatment was completed without further incident. No hospitalization was required. Pt doing fine, with no ill effects being reported.